Event description:
Event description cpi received information that the patient with this implantable pacemaker (ipm), at implant, exhibited intermittant loss of ventricular capture after the pocket was closed.